Event description:
It was reported that the bd syringe 10ml ll s/c 200 , had foriegn matter in the fluid pathway and the packaging was not sealed prior to use. The following information was provided by the initial reporter: verbatim: it was reported that a 10ml syringe was found to have moisture in it. Unfortunately the packaging was open so anything in it looks to have dried out. On the syringes with residue there are several more lots that have been mentioned but I do not have them in my possession yet.

Manufacturer narrative:
H.6. Investigation summary: one 10ml syringe in an opened blister pack from batch 9273089 (p/n 302995) was received and evaluated. It was observed the "moisture" inside the syringe was silicone and was the normal and expected amount per product specification. The reported defect was not identified in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 , had foreign matter in the fluid pathway and the packaging was not sealed prior to use. The following information was provided by the initial reporter: verbatim: it was reported that a 10ml syringe was found to have moisture in it. Unfortunately the packaging was open so anything in it looks to have dried out. On the syringes with residue there are several more lots that have been mentioned but I do not have them in my possession yet.